Event description:
Consult placed for IV insertion for 20 gauge for cta [computed tomography angiography]. Patient seen and needle was inserted successfully however once catheter was threaded into patient and needle was retracted the safety lock feature of the needle did not deploy and needle was exposed creating a high risk for needle stick injury. No harm to the patient as IV catheter was patent when flushing with good blood return. Primary nurse in room at time of event. Needle and original packaging saved for further investigation